Manufacturer narrative:
On 5/28/2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the device was found to be ruptured, it was received in two pieces. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 18, 2020, mentor became aware that patient underwent bilateral explantation and replacement with catalog number: 3505800bc; serial number (B)(6) on the right side, and with catalog number: 3505800bc; serial number (B)(6) on the left side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2020, mentor became aware that the date of surgery is on (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to on (B)(6) 2020. Field h6 method code has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware regarding the impacted and concomitant product information. Hence, the following information has been updated in section d of this form. Right side; 650cc mentor memorygel breast implant; catalog number: 3506504bc; serial number: (B)(4). Concomitant product: left side; 650cc mentor memorygel breast implant; catalog number: 3506504bc; serial number: (B)(4). On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with an unknown gel implant and was presented with right side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.